Event description:
It was reported that the proximal end of the extension can be damaged/melted when using electrocautery to remove the neurostimulator from the pocket during neurostimulator revisions. Details regarding specific instances where this had occurred were not provided.

Event description:
Additional information received reported the event did not occur with any patients. The physician was concerned of the possibility of the event occurring.

Manufacturer narrative:
Extension model 37085 serial# unknown implanted unk explanted unk.